Manufacturer narrative:
(B)(4). The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, and lymphadenopathy.

Event description:
Physician reported rupture, deformity, fold. Adenomegaly left axillary and capsular contracture baker grade iii of the left device discovered via mammography and ultrasound. Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified one opening and red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, corrected and/or changed data.

Event description:
Physician reported rupture, deformity, fold. Adenomegaly left axillary and capsular contracture baker grade iii of the left device discovered via mammography and ultrasound. Device has been explanted.